Event description:
It was reported that customer experienced frozen pump touchscreen that did not respond to input, preventing interaction with pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.